Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, blank display, audio anomaly and failed battery. The customer¿s blood glucose level was unknown. The customer reported that the buttons were hard to push and buttons will only work if they hit and also had rejected new battery. It was reported that the insulin pump did not vibrate and the insulin pump was went completely went blank. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.